Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The DHR of product code: 179762480. Lot : bdib1sf. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: april 24, 2014. Visual inspection: the complaint device expedium rod ti with hex end (product code: 179762480, lot number: bdib1sf) was returned to customer quality (cq) west chester for investigation. The rod was broken at multiple places and deformed. The length of the rod was less than 480mm meaning that some portion of the broken part was not returned for investigation. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: a dimensional inspection could not be performed as the rod had been deformed due to implantation and the measured dimension might not be accurate. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the expedium rod broke post-implantation and the complaint was confirmed based on the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturer contact facility name and address.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary visual inspection: the complaint device expedium rod ti with hex end (product code: 179762480, lot number: bdib1sf) was returned to cq west chester for investigation. The rod was broken at multiple places and deformed. The length of the rod was less than 480mm meaning that some portion of the broken part was not returned for investigation. Device/defect identified: yes. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: a dimensional inspection could not be performed as the rod had been deformed due to implantation and the measured dimension might not be accurate. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the expedium rod broke post-implantation and the complaint was confirmed based on the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images provided. The images were reviewed, and the complaint condition is confirmed. The rod is clearly broken into two or more pieces. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot the DHR of product code: 179762480, lot : bdib1sf, was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 24.04.2014. A review of the receiving inspection (ri) for rod, 480 mm was conducted identifying that lot number bdib1sf was released in a single batch. Batch1: lot was released on 17 apr 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a removal due to titanium bars were broken which causes pain. It was unknown if the surgery completed successfully. The patient outcome was unknown. No further information is available. This complaint involves (2) devices. This report is for (1) rod, 480 mm. This is report 1 of 2 for complaint (B)(4).